Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and discovered a pinhole in tubing connected to the wbc (white blood cell) dispenser. The fse did not observe fluid drips but indicated that the tubing was wet to touch and micro bubbles were observed. The fse replaced the tubing to resolve the issue and repair was verified per established procedures. Failure mode is attributed to a pinhole in tubing connected to the wbc dispenser. (B)(4).

Event description:
The customer reported hgb (hemoglobin) background and three (3) levels of qc (quality control) failures involving the coulter lh 750 hematology analyzer. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. A beckman coulter cts (customer technical specialist) assisted the customer with troubleshooting over the phone and instructed the customer to check and adjust the hgb blank reading but the hgb background and all three levels of qc still failed. The customer stated that no bubbles were observed in the dispense pumps and the customer was unaware of any leak.